Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot brake and cross arm brake were adjusted during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the foot brake on the 9800 system was not working. No pt injury was reported.